Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed software error detected. Customer's blood glucose was unknown. Troubleshooting is unknown. The device is returning for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. However, software error detected was present in the format history file; unable to determine root cause of software error detected issue per research and development. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.